Event description:
Related manufacturer report number: 2017865-2022-42350. It was reported during in clinic follow up that the right ventricular lead and atrial lead exhibited high pacing impedance. Diagnostic imaging revealed that both leads had dislodged. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement and high pacing impedance. As received, a complete lead was returned in one piece. Visual examination found the helix was extended and clogged with blood/tissue. The full helix extension length was measured within specifications. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.